Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: the electrode broke leaving only on one side, not detaching on the other side.with this, the doctor in charge concluded that no foreign body fell in the patient's abdominal cavity.

Manufacturer narrative:
Summary: the device was received for evaluation. The active tip of the device was found to be broken, basic electrical testing was conducted, with no issues. Signs of usage were identified, resulting in a conclusion that the failure occurred during or after use. The failure location, mode and method do indicate failure due to surface (hydrogen) embrittlement. Cause: user/ user error/ wrong handling.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Product release date: september 2017, product expiry date: july 2022. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm or clarify what occurred with the device, did the tip of the electrode break or break away or off from the electrode?

Event description:
It was reported that the patient underwent cystectomy on (B)(6) 2018. During the procedure, the strap broke during use. It was reported that no part of the broken part fell into the patient. The procedure was completed with a like device. There were no adverse patient consequences reported.